Manufacturer narrative:
Omit : a1407 - insufficient flow or under infusion (2182). Correction : describe event or problem. Additional information : age at time of event, date of birth, age unit, sex, weight, weight unit, other relevant history, imdrf annex a, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a patient was receiving dexrose 5% kcl 20meq, sodium bicarbonate 40meq in 1000ml and was infusing over the pump module at a rate of 97.5ml/hr. The infusion was started at 2127 and at approximately 2240, the bedside rn noted that the bag appeared to be about 3/4 empty with approximately 300ml remaining. The pump module showed that the bag should have had 879.3ml left. All equipment was removed from bedside and dew IV tubing, infusion bag, IV pump and channels obtained. There was patient involvement but no harm.

Event description:
It was reported that a patient was receiving dexrose 5% kcl 20meq, sodium bicarbonate 40meq in 1000ml and was infusing over the pump module at a rate of 97.5ml/hr. The infusion was started at 2127 and at approximately 2240, the bedside rn noted that the bag appeared to be about 3/4 empty with approximately 300ml remaining. The pump module showed that the bag should have had 879.3ml left. All equipment was removed from bedside and dew IV tubing, infusion bag, IV pump and channels obtained. There was patient involvement, but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.